Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the electrodes and therapy pads. Additionally, the patient reported that the lifevest leaves deep imprints of the wires on his skin. The patient was remeasured and confirmed to be in the correct size garment. There was no alleged device malfunction contributing to the irritation. The patient followed up with his physician who advised the patient to apply lotion that is approved by the distributor to the irritation. Follow up indicated that the patient applied lotion to his skin as recommended by his physician and the skin irritation improved.